Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(4), and the event(s) that prompted the transplant could not be conclusively established. Due to patient privacy laws, the account declined to provide patient outcome information. Based on a review of the available patient records, there were no device issues at the time of the patient¿s transplant, and the device had operated as intended. Heartmate 3 lvas, serial number: (B)(4), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-010079 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.